Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed fault code 63.

Manufacturer narrative:
Corrected data.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) displayed fault code 63. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(medical device ¿ problem code, type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: (B)(4). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) had fault code 63. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and replaced video generator board kit. This corrected issue. Device passed all functional and safety tests according to factory specifications. The unit was cleared for clinical use.the following investigation was performed by(B)(4) , technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 2 july 2024.the failure analysis and testing dept. Received the following parts associated with this complaint:pn 0040-00-0456 (kit) , pn 0670-00-0781 rev. F sn (B)(6) , pn 0670-00-0841 rev. B, sn (B)(6) , pn 0012-00-1787.parts were received with a reported failure of a fault code 63.the fat performed a visual inspection and found the parts to be in good condition.the fat installed the parts in cardiosave test fixture serial number (B)(6) and tested the parts to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Could not confirm the reported issue on these parts.these parts are obsolete and no longer able to be tested by a supplier.retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.